Event description:
A malfunction alarm was reported with code malf 0; however, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump. They were advised to call back if the malfunction code recurs, and the customer confirmed their understanding.